Event description:
Caller reported a cgm error 42 with their system. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, and after the reset, the caller successfully restarted their sensor session without encountering the error again.